Manufacturer narrative:
As only the disposable staple cartridge was returned for evaluation and not the subject device, the cause for the difficulty rpt'd could not be reliably determined.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored. The surgeon applied a new device. The hosp has reported no pt injury occurred.